Event description:
It was reported that this device triggered a fault code message when interrogated. A review of the fault code by technical services (ts) noted that the device entered a reset and the fault was indicating that the device was not recoverable. The device cannot be programmed and should be explanted. No adverse patient effects were reported. The device remains implanted.